Event description:
On (B)(6) 2010, pt reported the infusion device is showing an e10 (cartridge error) alert while he is attempting to change the insulin cartridge. Pt stated there is insulin inside of the infusion device. Pt reported he noticed the issue 2 days ago when he inserted the previous insulin cartridge. Pt stated he attempted to clean the cartridge compartment at that time using a cotton swab, but he can see insulin inside of the compartment that he cannot reach. Pt reported he smells that it is insulin and that it did not pour out of the infusion device when he turned it over. Pt stated he has had the infusion device for 2 weeks. Assisted pt through the 'change the cartridge' procedure. Had pt return and adjust the piston rod and reinsert the insulin cartridge and then prime the infusion set; was successful. Pt reported the infusion device makes noise when delivering the basal insulin. Pt stated he can always hear it squirting the insulin, making like 'a spitting noise' and it seems very loud. On (B)(4) 2010, account manager called to verify, pt reported on the infusion device moisture and noises; confirmed it was reported. Account manager stated pt has not switched to backup infusion device. On follow-up call to pt on (B)(4) 2010, pt reported the insulin cartridge was leaking which caused the insulin to leak inside of the cartridge compartment. Pt stated when he noticed the insulin inside of the compartment, he attempted to use a cotton swab to clean the compartment out but was unable to due to the top of the piston rod. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.